Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported peeled and the reported physical property issue was confirmed. The reported difficult to remove could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that when retracting the wire interaction with the non-abbott catheter resulted in the reported difficulty to remove. Manipulation of the device resulted in the reported peeled and noted multiple polymer and teflon damages (peeled, torn, bunched, detached, scratched); thus, resulting in the reported physical property issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Evaluation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during an occluded, non-calcified superficial femoral artery intervention, when retracting the wire, with resistance, into a non-abbott catheter, peeling was noted, and the tip of the wire changed shape. Once out of the patient, it was confirmed that the coating remained peeled on the wire and no coating was left in the patient. There was no reported adverse patient effect or a clinically significant delay in procedure. Another guide wire was used to complete the procedure. No additional information was provided.